Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number 1627487-2022-01836. It was reported the patient lost effective therapy due to high impedance. Surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
New information received that the device system was explanted, and a new device system was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.